Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they received failed battery test alarm. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 350 mg/dl at the time of call. The customer's father stated that the failed battery test alarm recurred after inserting a new battery. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube spring missing. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm, off no power alarm, weak battery alarm, low battery alarm, bad battery alarm due to blank display. The insulin pump had corroded battery tube, minor scratched display window and cracked reservoir tube lip.